Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor was overheating. Troubleshooting steps were taken to no avail. The remote monitor is expected to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: model: 24952a, serial/lot#: (B)(4): the remote monitor was returned and analysis revealed that there was no complaint failure found on the remote monitor; found error code 2300 and 5704 in fa (failure analysis) log. If information is provided in the future, a supplemental report will be issued.

Event description:
The monitor was replaced and returned.